Event description:
Dealer called in and stated the seat is cracked on the consumer's rollator. Per consumer she is unaware of how the incident occurred. Dealer stated there were no injuries pertaining to the incident.